Event description:
Report of event was received by spinefrontier on (B)(4) 2012. Pt had surgery performed on them on (B)(6) 2012, at which time arena-c was implanted into the cervical spine area. The surgical technique for this device requires supplemental fixation to keep the implant from migration post surgery. The surgeon elected not to use the supplemental fixation in order to keep the surgery time minimized. It was discovered post surgery that the implant had in fact migrated on the pt. It was determined that a revision of the implant needed to be performed, which required a second surgery. During this surgery, the same implant was re-positioned and supplemental fixation was used. Surgeon did not disclose revision date, only that revision had occurred.

Manufacturer narrative:
Device's surgical technique and package insert both state that supplemental fixation is to be used when implanting arena-c, as do most of the devices listed in the 510(k) classification code (odp) of similar devices. The surgeon elected not to use supplemental fixation in the original surgery, but did in the revision surgery. The device malfunction is a direct result of the lack of fixation after the original surgery. Lot number was not returned on the pt usage form at the surgical center. Device not available for return to MFR, as it was implanted into pt. Investigation summary: page 16 of arena-c surgical instructions, (B)(4) rev. E with instruction to use supplemental fixation with arena-cervical intervertebral body fusion device.